Event description:
It was reported upon filter deployment, two of the filter legs were crossed. Reportedly, the vena cava diameter was 40mm. Therefore, the physician opted to deploy two filters, one in each of the iliac veins. The physician successfully deployed the first filter without any difficulties. Upon deployment of the second filter, two of the filter legs were crossed. The filter seemed to be positioned and anchored well. However, the two twisted legs were not attached to the vessel wall. The filter remains in place and there is no plan for intervention. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted and the delivery system was discarded by the user facility. The event investigation is currently underway.